Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The investigation was unable to determine a conclusive cause for the reported air embolism. The reported patient effect of air embolism as listed in the mitraclip ntr/xtr system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the air embolism requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was inserted into the patient when it was noted an air bubble was in the base of the left atrium (la). No air in the system was noted. The steerable guide catheter (sgc) was steered above the air bubble and aspiration was performed. The clip was able to be implanted, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.